Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a (B)(6) year-old male patient, after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient sustained a serious injury. The customer was unable to provide information on the severity of burns sustained by the patient.

Manufacturer narrative:
The device and electrode pads were returned to zoll medical corporation and performed as expected. The device was put through extensive trouble shooting which included bench handling, defib and pace functional testing, and impedance check without duplicating the report. The provided pictures were reviewed and confirmed the burn. The pictures indicated that the pads were applied over a set of monitoring electrodes and another set that was placed on the fold of the patient's breast rather than underneath. The instruction for use provided diagrams, specific instructions on good placement and warns against placing the pads on folds of skin or over monitoring electrodes. Electrode labeling also provide instructions for proper electrode application technique. Poor adherence and/or air under the electrodes can lead to possibility of arcing and skin burns. Good skin preparation does not guarantee a burn will not occur and burns from defibrillation is an expected risk. Analysis for reports of this type has not identified an increase in trend.